Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The customer reported an article defect. Per service report, defects were identified during evaluation, therefore this complaint can be confirmed. During evaluation, it was found that the motor shaft was loose and the values of the keypad of the hand control were out of range. Also, there was short circuit in the motor. The motor and the hand control set were replaced to resolve the identified failures. The device was modified, tested and found to be fully functional. With the available information, we cannot determine the root cause of the identified failures. The defective motor and hand control set would have caused the customer to experience the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/25/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via phone that the micro tornado hp w handcontrol hand piece has a defect. No further information was provided. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.